Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer declined troubleshooting with tandem technical support and no additional information was provided by the customer. Customer's blood glucose was 179 mg/dl.